Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. The com/express board was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the screen went blank. There was no reported patient injury.